Manufacturer narrative:
A ge rep evaluated the system and replaced a defective left monitor. System operates as intended.

Event description:
Customer reported the display is blank after boot up. No pt injury was reported.